Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an errhwbbt. No additional patient or event information is available. No product was returned for evaluation. Data was returned for evaluation and did not confirm the error icon. The complaint confirmation of the error icon was not confirmed. A root cause could not be determined.